Event description:
It was initially reported the patient developed an inflammation, abscess at the abdominal incision site following a sling procedure. Additional information received on 11/24/2006 provided the following: date of implant was 2006 with onset of complications beginning the next month.the sling was initially placed by another physician. Follow up diagnosis and treatment included CT scan, suprapubic abscess and sling arms excised. The patient was taken to o.r. For excision of eroded vaginal mesh, then to o.r. Again to drain abdominal abscess and to remove sling arms. The patient is currently on wound care and her incontinence has been corrected. A culture of the sling material was negative but patient was on IV antibiotics for two days pre-op and oral antibiotics for one week before that. The removed tissue was discarded. No further complications have been reported and no additional information is available.

Manufacturer narrative:
No sample or lot number information was provided for evaluation. This product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilization validation and dose audit studies in accordance with iso 11137. Routine product bioburden monitoring is performed ot help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.